Event description:
Postoperatively, the pt had a routine f/u at which time a transthoracic echocardiogram (tte) revealed an elevated gradient. It was reported the pt was asymptomatic and the valve appeared to be functioning normally. Recently, the pt had a cardiac event and the gradients have increased. Transcatheter aortic valve implantation (tavi) surgery is being discussed. Add'l info has been requested.